Event description:
It was reported that, doctor states patient presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Additional information has been requested and if received will be submitted in a supplemental report. Additional devices: 623-10-36e trident 10 x 3 insert 36mm, lot # mkpvjd; 2030-6520-1 6.5 cancellous bone screw 20mm, lot# mkn983; 542-11-50e trident psl ha cluster 50mm, lot# mkmy94; 2030-6516-1 6.5 cancellous bone screw 16mm, lot# mkj2xt; 6570-0-136 delta v-40 ceramic head 36/0, lot# 37896301.